Manufacturer narrative:
B3: fang, y; et al. (2014). Comparison of three plate system for lateral malleolar fixation. Bmc musculoskeletal disorders, 15, pp:1-9. This report is for unknown plates (one-third tubular , lcp metaphyseal plate, or a lcp distal fibula plate)/ unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: fang, y; et al. (2014). Comparison of three plate system for lateral malleolar fixation. Bmc musculoskeletal disorders, 15, pp: 1-9. This is a retrospective study based on data collected from 2000-2011 for patients that were treated for a closed, displaced distal fibular fracture. One hundred and forty-seven patients were assigned to one of three groups: group a treated with a one-third tubular plate, group b was treated with a lcp metaphyseal plate and group c was treated with a lcp distal fibula plate. Forty-nine patients were included in each group. Complications included: one patient was noted to have poor reduction accuracy. One nonunion was experienced in a patient with diabetes. The patient was subsequently treated with a bone graft. Unspecified delays occurred in an unspecified number of the revisions. Ten patients with deltoid ligament injuries were noted, 5 of which were revised. One patient had 50 percent range of motion at final follow up. This is report 1 of 1 for (B)(4). This report is for an unknown plate (one-third tubular , lcp metaphyseal plate, or a lcp distal fibula plate). A copy of the literature article is being submitted with this medwatch.